Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 11 mmol/l. The customer stated that the back button gets caught up and skips. Lately, the back button does not work at all. The customer stated that she received no reaction. The customer stated that there is one small visible crack on the ok button. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no back button response due to corroded keypad traces. The insulin pump failed the leak test due to peeling keypad overlay. The insulin pump had scratched case, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window.